Manufacturer narrative:
It was reported that the ventilator's gas modules and pneumatic back-plane circuit board were contaminated with liquid. Furthermore, according to provided log files technical error code indicating a disabled valves was generated. During investigation on-site performed by our field service engineer presence of oxidation and liquid spill on the pins of the o2 and air gas modules of the device. Traces of liquid and oxidation were also observed on the pins of the pneumatic back-plane circuit board . The issue was resolved by cleaning the pins and after successful tests the ventilator was sent back in service. No replaced parts. Therefore, no root cause can be established. The pneumatic back-plane is placed inside the patient unit and is a interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's gas modules and pneumatic back-plane circuit board were contaminated with liquid. Furthermore, according to provided log files technical error code indicating a disabled valves was generated. There was no patient harm. Manufacturer's ref. #: (B)(4).